Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00340.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 02471134. Device history record reviewed. Product not returned. (B)(4) - evidence that product in specification when used, undetermined.